Event description:
It was reported by the sales rep that the femoral arterial cannula,femii008a was found to be leaking around what "looks like a bond where the cannula starts to taper up." This device was in for 3 hours. It was placed in the carotid. There was no reported patient injury. The device was secured at the 4cm marker.

Manufacturer narrative:
The device has been received by the customer and is currently under evaluation into root cause.

Manufacturer narrative:
It was reported by the sales rep that the femii008a was found to be leaking around what "looks like a bond where the cannula starts to taper up." This device was in for 3 hours. It was placed in the carotid. There was no reported patient injury. The device was secured at the 4cm marker. Evaluation: evaluation of the returned product found a leak at the joint of the taper when the product was bent to about 90 degrees. The complaint was confirmed. The root cause of this failure is off label use of the device by the customer; specifically, the incorrect placement of the device. The trending for this off label use has exhibited a situation where the risk needs to be addressed. Pras have been opened to address the off label use of direct aortic placement of the peripheral cannula and prolonged use. A CAPA has also been opened to assess the need for design improvements. Manufacturing records were reviewed and there were no related ncr's found. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.